Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as the surgeon was closing the clip across the artery, the clip scissored and tore the vessel. Surgeon states that multiple clips scissored and several clips fell into the belly as he was loading the device. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: third follow up attempt-additional information requested from rep: please quantify the amount of bleeding when vessel tore and how patient was treated? Were any blood products given? Unknown. How was torn vessel repaired? Unknown. Were all clips retrieved that fell into belly? Yes. Was there any alteration of procedure or post-op patient care? Unknown. Which firing(s) of the device did this event occur on? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was device fired on or near existing clip? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.